Event description:
Reporter stated that pump user was admitted to the hospital in 2004, with high blood glucose (569 mg/dl). Pt was disconnected from the device and placed on an insulin drip. Pt was discharged the next day.